Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2014 with the following findings: there was moisture observed behind the display lens. Due to internal moisture contamination, the pump powered on with the returned battery cap to a multi-colored display image. The battery cap was able to fully tighten and the battery compartment was intact. The pump case was cracked in the corner of the display area and was confirmed with the leak test. There was evidence of moisture contamination throughout the inside of the pump when the case was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.